Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd pen ndl 31g 6mm 3b tw the cannula broke off in patient. The patients treatment was changed and antibiotics administered. The following information was provided by the initial reporter: the needle got stuck inside the patient's skin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-07. H6: investigation summary ten sealed 31g x 6mm pen needle samples were returned from lot. No. 9281329, cat. No.320733. Visual examination was carried out on all ten sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that during use with bd pen ndl 31g 6mm 3b tw the cannula broke off in patient. The patients treatment was changed and antibiotics administered. The following information was provided by the initial reporter: the needle got stuck inside the patient's skin.